Manufacturer narrative:
Medtronic evaluated the device. A service error code was logged into device memory on the date of the reported event. The reported problem was not duplicated during the evaluation. The main pcb was replaced and the device was returned to the customer.

Event description:
It was reported that the device locked up when powered on. There was no pt use associated with the reported event.